Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was turning on and off by itself. The patient reported that when stimulation was on it worked for their bladder (theywere not peeing on themselves) and they usually felt stimulation working. The patient noted it felt more tense on the side of their vagina and that was how they knew it was working. The caller reported that on and off since implant they¿ve noticed that periodically stimulation would turn off. The caller stated that previously in troubleshooting this event, the healthcare provider had mentioned to the patient that the therapy had been off for months and discussed the potential of the patient using the ins off button incorrectly. It was reported that there was no specific pattern found for the ins turning off, besides potential button use error. It was suggested that the patient keep a journal of the on/off incidents and to follow up with the healthcare provider for additional troubleshooting. No further complications were reported.